Event description:
It was reported that the patient was experiencing pain at the pocket site. It was noted that the lead had come out from the pocket site incision. Additional information was received that there was no skin breakage. Suture was cut and bandage was applied. The patient was doing well post operatively.

Event description:
It was reported that the patient was experiencing pain at the pocket site. It was noted that the lead had come out from the pocket site incision. Additional information was received that the patients skin was not broken. Suture was cut and bandage was applied. Patient is doing well post operatively. Additional information was received that the patient underwent a pocket revision and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the pocket site. It was noted that the lead had come out from the pocket site incision.